Manufacturer narrative:
(B)(4). Initial reporter state (B)(6). 3191 patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert issue on the app occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.